Event description:
It was reported this event occurred in the intensive care unit. The insertion site was the right internal jugular vein. The patient was diagnosed with septic shock. During insertion, the hub of the needle was broken which made aspiration of blood impossible. As a result, the device was removed, and a new kit was used successfully.

Manufacturer narrative:
(B)(4).